Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar procedure performed on (B)(6) 2019. Reportedly, the gel was placed by a radiation oncologist and there was difficulty positioning the needle. According to the complainant, during magnetic resonance imaging on (B)(6) 2019, the radiologist found that there was infiltration of spaceoar in the rectal wall. Reportedly, the infiltration was minimal and the mucosa was intact. There were no serious injury nor adverse patient effects reported as a result of this event.